Event description:
Customer called asking how to turn off the high alert feature on her insulin pump. She stated she gets high alerts when her blood glucose is normal. The sensor readings are about one hundred points off. Customer was advised of proper sensor insertion and calibration methods. She reported she has been having highs and lows lately. Today she had three lows and two highs. At 9:26 pm, her blood glucose was 26 mg/dl. She did not hear the low blood glucose alert. Customer does not know why she was low. Her last high blood glucose was 142 mg/dl. Customer was assisted with adjusting the high alert feature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).